Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
(B)(6) was implanted with an elevate on (B)(6) 2009. On (B)(6) 2010, subject reported pain/discomfort-vaginal, pulling pain reproduced with palpation of upper left arm. Site determined event is probably related to device and procedure, the event is not serious. Medical action: naprosyn, zanaflex. Additional information received on (B)(4) 2010 indicates the event was resolved on (B)(4) 2010.